Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that they changed the battery but the display did not return. The customer performed troubleshooting on the battery cap but the display did not return. The customer was advised to remove the battery out of the insulin pump for 2 hours. The customer was also advised monitor the insulin pump during insulin pump rest and to revert to back-up plan. The insulin pump will not be returned for analysis.